Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial, right ventricular, and left ventricular leads were dislodged. The system was explanted to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2019-13338. Related manufacturer report number: 2938836-2019-13232.